Event description:
Healthcare professional (hcp) reported "patient came into the clinic with leaking at the tubing filter while trying to run 20ml/hr". Medication being infused is unknown. No patient injury reported.

Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.